Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. An investigation of the device manufacturing records was conducted and verified that there were no non-conformance or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, a device history records (DHR) review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
It was reported that a patient experienced an increased intraperitoneal volume (iipv) event during drain three of peritoneal dialysis therapy. The event was initially reported by the patient¿s peritoneal dialysis registered nurse. Upon review of the patient¿s treatment records, it was noted that the patient had drained 4300 ml which is 215% the patient¿s prescribed fill volume of 2000 ml. It was reported that the event occurred while the patient was training in the clinic for peritoneal dialysis therapy. The patient felt general discomfort during the event but was reported to have recovered after manually draining the fluid. There was no medical intervention required following the event. The patient has since taken a cycler home and been able to continue with peritoneal dialysis therapy without complications. Additional information was requested but is unavailable.